Event description:
The medical affairs specialist (mas) has reviewed the documentation from the customer care advocate (cca). In early 2009, the lay user/patient contacted lifescan (lfs) alleging that he developed symptoms of "severe low blood glucose" the same day morning, which was 5 days after his onetouch ultrasmart stopped powering on. He indicated that the meter stopped powering on after he had dropped the meter. The pt administered self-treatment with food/drink that same morning and did not report any other forms of treatment. The pt did not report any blood glucose results. This complaint is being reported because the pt allegedly became hypoglycemic after the meter stopped powering on. Replacement product were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.